Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, potential vessel dissection or collagen deployment inside vessel. A peripheral balloon and an open cell stent to right femoral artery (rfa) access site. Additional information received stated "based on the angiogram(s) taken after deployment of the closure device and post rfa pci. That being said, the physician did not take a pre-procedure angio of the site, so we don't truly know the condition angiographically prior to closure device deployment".

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate presence of arterial damage near the manta access site; and dog-boning present during angioplasty. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right femoral artery. A central positioned access was gained after multiple punctures, utilizing micropuncture and ultrasound. The arteriotomy was 7.5mm, minimal posterior-medial wall calcification, minor iliac tortuosity, with a depth measurement of 4.0cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, hemostasis was immediate. However, post angiograms indicated potential dissection or collagen was deployed intraarterially. The physician advanced a peripheral balloon and an expandable stent; and a follow up angiogram revealed a patent vessel and flow returned. The root cause of the collagen deployed within the vessel is likely due to a formation of an occlusive dissection. Dog-boning can be seen in the angiogram during balloon inflation, which does indicate the occlusion was most likely due to a dissection rather than the manta implant. Dissections are a common large bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or the manta device. The severity of harm is ranked as a 4 due to endovascular intervention requiring stenting and ballooning used as treatment for the occlusive dissection. The IFU warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Procedure preparation indicates confirm via femoral arteriogram: single wall puncture in the common femoral artery. No evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention.